Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 3 of 3: reference MFR report# 1627487-2019-02997; reference MFR report#1627487-2019-03001. It was reported that the patient was unable to experience adequate stimulation. Lead diagnostics revealed high impedances on most of their contacts. Surgical intervention is pending to address the issue.

Event description:
Device 3 of 3. Reference MFR report#1627487-2019-02997; reference MFR report#1627487-2019-03001. Additional information received identified that surgical intervention was undertaken wherein the scs system was explanted and replaced. Reportedly the lead was fractured in multiple places, with one contact out of the lead completely. Therapy was restored post-operatively.